Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s post-op check, for an unknown procedure, it was observed that a rv bipolar lead impedance warning had triggered six days prior due to a high pacing impedance measurement that had exceeded the upper threshold limit for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.